Event description:
A malfunction code was reported, identified as malf 12, but no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received guidance from technical support to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to update the pump software, rejoin the continuous glucose monitoring session, reload the cartridge, and resume insulin deliveries. Technical support plans to follow up, and the customer acknowledged they would reach out again if the malfunction code appears again.